Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d224trk ICD, implanted: 2012-(B)(6), product ID 6947-65 lead, implanted: 2012-(B)(6), product ID 5076-52 lead, implanted: 2007-(B)(6). (B)(4)

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
2016-01-08 it was further reported that the lead exhibited low pacing impedance. The lead was reprogrammed and remains in use.